Event description:
It was reported that this right ventricular (rv) lead was fractured. This lead exhibited high out of range shock and pacing impedance measurements, as well as high capture thresholds. Additionally, this patient received inappropriate anti-tachycardia pacing (atp). Subsequently, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.